Event description:
It was reported that the patient was worried she was not going to be able to get the implantable neurostimulator (ins) turned off because she could not get the patient programmer to operate properly. However, the patient stated she was finally able to get her ins turned off on the date of report. The patient stated when she turns the ins off she can still feel the after effects of it too much and wanted to turn it back on again. The patient stated she was told that happens sometimes. The patient was able to turn the ins back on but observed the poor communication screen in between ¿those¿ times while troubleshooting with patient services. The patient stated she was travelling and did not have the patient programmer manual with her. As a result, patient services were not able to understand the patient programmer screens that the patient was describing. The patient stated she would take the batteries out of the patient programmer when not in use and then when she wanted to use it, had a box of batteries to try again. The patient stated she was going to wait until a ¿ff¿ member could come over to assist her. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. The patient had received assistance from the manufacturer's representative.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-45, lot# v337903, implanted: (B)(6) 2009, product type: lead; product ID 3888-56, lot# v345143, implanted: (B)(6) 2009, product type: lead. (B)(4).